Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. Customer unable to provide access accutni+3 reagent lot. Therefore, expiration date and date of manufacture could not be determined. No hardware or system issues were identified as contributing to this event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) on their access 2 immunoassay system (serial number 506231) for three (3) patients. The initial results recovered above the customer's normal reference range. The samples were repeated two (2) times on the same access 2 immunoassay system and recovered higher than the initial results. The results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer did not supply information pertaining to quality control (qc) or calibrations. The system check was within instrument specifications before the event. The customer did not supply information pertaining to sample collection device or sample processing information such as centrifugation time and speed.